Event description:
It was reported that during an acl reconstruction, the surgeon inserted a 6.5 titanium screw and about 3/4 of the way in during insertion, the tip of the driver broke flush in the screw. The surgeon attempted to retrieve the screw but was unsuccessful. The broken tip still remains in the patient. Patient had soft tissue and hard bone. Procedure: acl.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. Complaint evaluation revealed broken tip and twisted hex. The device met all material specifications as received. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not seat fully on the driver). This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.